Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received insulin flow blocked alarm. Customer¿s blood glucose level was 180 mg/dl. Customer stated that not getting insulin and not going to work. Customer stated that insulin pump was off. Customer stated that he can usually see insulin came out and when he filled tubing nothing came out. Customer stated that several times and then after a while he can get it going and then it will be said no flow. Customer was reconnect and disconnected tubing and reservoirs. Troubleshooting was declined for no delivery alarm. The device will be returned for analysis.